Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server med link was not working in epic, and when users clicked the med link button in the emr, it brought them to a blank screen in the internet browser. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.